Event description:
This xi da vinci instrument was brought to me with the tip of the base scraped off to reveal the orange sheath underneath the scraping. On its last documented use it had 9/10 lives remaining. I am unable to say for sure that it occurred on that case or if it was used at a later time due to inconsistent documentation of robotic usage in the operational room suite. It could have also occurred during sterile processing although, it is highly unlikely.